Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of tissue damage is listed in the perclose proglide instructions for use, as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the heavily calcified left common femoral artery (lcfa) was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to a coronary angioplasty procedure with impella support. Reportedly, the angioplasty procedure was completed. The first proglide suture was cinched down. The guide wire was still in the anatomy. The second proglide rail was pulled and the suture came out with arterial tissue attached. A 10f sheath was attempted to be inserted to control bleeding; however, did not go well and an 8f sheath was used with success. A 12f sheath was inserted to control bleeding for an extended length of time. Manual arterial compression was applied for over two hours; hemostasis was not achieved. A covered stent was placed in the lcfa to achieve hemostasis and treat the torn artery. There was a clinically significant delay in the procedure and therapy. No additional information was provided.